Manufacturer narrative:
Concomitant product(s) : a 5076-52 lead, implanted: (B)(6) 2004. A 6947-65 lead, implanted: (B)(6) 2004. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead high voltage (rv) and superior vena cava (svc) impedances were high. The lead was explanted and replaced. It was also reported that the left ventricular (lv) lead had high threshold, no capture, and high pacing impedance. The lead was inactivated, however after the rv lead was replaced, satisfactory electrical readings were obtained on the lv lead so the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.